Event description:
The filling connector that attaches to the hyperformer leaked after filling at the attachment of the filling connector to the mixing container. This was a substantial leak that was noticed immediately causing the hyperalimentation fluid to be discarded and remade. This compromised the sterility of the product.